Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unused supply line of the automated pd set with the cassette 4-prong had a leak during therapy while the home patient (hp) was connected to the homechoice (hc). The leak was observed near the cap of the white line. The hp did not notice anything wrong with the supplies during priming or during the setup. All of the lines were properly placed in the organizer on the machine. The hp had disconnected and started the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.